Event description:
It was reported that the patient passed away after the device was found in backup mode. Additional information was requested but was not yet available.

Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.